Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), cystitis ("bladder problem: bladder infection"), urinary tract infection ("uti") and bladder disorder ("bladder problem"). The patient was treated with surgery (to remove the essure , hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the cystitis, urinary tract infection and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, general abnormal bleed, bladder infection, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events: abdominal pain, dysmenorrhea, back pain, general abnormal bleed, bladder infection, uti, bladder problem were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.